Event description:
An ocd field service agent reported multiple test results assigned to the wrong sample ID from patient samples tested on two 5.1 fs analyzers. Mis-association of patient demographics and results may lead to inappropnate physician action. There was no report of patient harm as a result of this event.